Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube noted. Failure analysis was unable to perform displacement test due to blank display. Failure analysis was unable to verify button error alerts due to blank display. Moisture damage noted on keypad traces, force sensor resistor, motor assembly and all electronic assemblies. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer also reported exposing the insulin pump to moisture prior to the alarm occurring. The customer stated the alarm persisted after attempting to dry the insulin pump. Customer's blood glucose was 165 mg/dl. The customer agreed to return the insulin pump for analysis.